Event description:
It was reported that the healthcare professional (hcp) requested to review the ventricular episodes of this cardiac resynchronization therapy defibrillator (crt-d). It was noted external noise, and the signal was oversensed. Pacing inhibition greater than two seconds were also noted. Which was believed to be caused by electromagnetic interference (emi). All impedance measurements was normal and no indication of integrity issue was noted. Currently, this crt-d remains in service and no additional adverse patient effects were reported.